Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 2.75 promus elite drug-eluting stent was advanced but could not track down the lesion and the stent got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed and was located in the mildly tortuous and mildly calcified lesion which contained a <45 degrees bend.

Manufacturer narrative:
Device is a combination product. Updated: b5: describe event or problem. Device evaluated by MFR.: promus elite ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no damage. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 2.75 promus elite drug-eluting stent was advanced but could not track down the lesion and the stent got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 2.75 promus elite drug-eluting stent was advanced but could not track down the lesion and the stent got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was 70% stenosed and was located in the mildly tortuous and mildly calcified lesion which contained a 45 degrees bend.

Manufacturer narrative:
Device is a combination product.